Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all-stop assembly in half-height cubie drawer 3.1 was broken and required replacement. The field service engineer (fse) replaced the component, reset all row board connections, and thoroughly tested the drawer. The unit was verified to be fully operational with no further issues. The system functioned as intended after the field service engineer (fse) repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es full and half height drawers were failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.